Event description:
Add'l info rec'd from MFR on 4/14/2003: depuy became aware of this event on february 3, 2003. A complaint record was created, and the MDR decision tree was completed. Per co's MDR procedure, this event was determined to be not-reported, for the reason that hip dislocation is not generally attributable to the design of the implant. Depuy did not submit a medwatch form regarding this event.

Event description:
Pt underwent srom total hp arthroplasty in 00. Early on after the surgery, the pt developed subluxation episodes, then developed the first of four dislocations of the hip in 02. Recently the hip subluxates with ordinary daily activities. Pt underwent a total left hip arthroplasty in 03. The pt tolerated the procedure well.